Manufacturer narrative:
Covidien reference number: rx201304-1303. The evaluation of the device has not been completed.

Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. The evaluation of the device has not been completed.